Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec) to resolve error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have an electrical and fiberoptic defect. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced a 319 fault on the endoscope controller. The customer reported event has no report of patient injury.